Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's metal and glass caps were found to be detached; the fiber broken proximal to the fiber/cap fusion zone; the metal and glass caps were not returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The identified issue may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure. Ref: MFR 2937094-2013-00159.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached and became loose at 115,000 joules of use. The second fiber used also had a cap detachment and became loose at 135,000 joules of use; however, was able to complete the case. No patient injury reported. This report is for the first fiber.